Manufacturer narrative:
The device was returned to cardiac surgery on (B) (6) 2010, for investigation. A supplemental report will be submitted when the investigation is completed. (B) (4)

Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii proximal seal deployed prior to removing the loading device. The reporter stated that when the user let go of the two side buttons to release, it did not release. Therefore, the seal does not load properly. He stated that some of these users are fairly new, so it was probably user technique. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product is returning.